Manufacturer narrative:
(B)(4). Event site address exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that when connecting the vasoview hemopro 2 to the power supply via the extension cable, the harvester tool turned on immediately (without activation). The device can only be stopped if the connection to the power supply is disconnected. There is no harm to the patient. The delay in the procedure was 10 minutes a new device has been opened.